Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the illuminator light became weak. The customer performed a hard power cycle, reseated the light guide cable, replaced a new bulb, and used an external illuminator; but the issue persisted. The customer elected to convert to a laparoscopic procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The camera was inspected prior to use, and no damage was found. During the procedure, the issue was identified while the surgeon was dissecting around the gallbladder. No port enlargement or the placement of additional ports was reported. The procedure was delayed for an hour without any impact to the patient. According to the surgeon, there was a low possibility of procedure delay causing long-term complications with the patient. There were no complications after the surgery. During the field evaluation, an isi field service engineer (fse) only identified the issue with the light guide cable and camera head.

Manufacturer narrative:
Based on the claim against the product by the customer noting a weak light, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the tip of the light guide cable was thermally damaged. After replacing the camera head with the light guide cable, the light source was emitting light normally. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The illuminator accessory was analyzed and found to have the light source not working. The complaint regarding a weak light was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An additional finding not part of the original complaint include: the end of the camera head cable was found to be damaged. The camera head was sterilized incorrectly, but no further damage was found.